Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The product was manufactured on february 5, 2002. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Event description:
A medical assistant reported that there were errors in biometry measurements. At the postoperative visit it was noted that there was a two diopter error in the measurement. The medical assistant states he may have made an error because he used contact method as opposed to the emersion method. The intraocular lens which was used does not belong to the company. Additional information has been requested.